Event description:
An insect corpse was noted in the plastic tray of the device after it was opened. The device was not used and there was no patient involvement.

Manufacturer narrative:
Conclusion: for supplier manufacturing. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection found that an insect was present between the mandrel card and the lid of the tray. The insect was not in contact with the device. The insect was dry and extensively damaged. There was no evidence of insect matter on either the mandrel card or the tray lid. This indicates that the insect was dead prior to packaging. A living insect would have left residual matter on the packaging components. Further analysis revealed that the insect belonged to trichoceridae - one of the "winter gnats". These species are known to live in britain and ten other countries in central europe. The adults are present through much of the year but are especially prominent during the winter months. These insects can be found as flying adults in homes and other buildings from late october and until january. This product was packed in the december of 2009. Therefore, it is most likely that this insect was associated with the packaging. The device is manufactured and packaged in a clean room environment. Current manufacturing process includes cleaning process both workbench and station equipment. Only the outer packaging of materials is cleaned prior to introduction into the clean room environment. The most probable source of the insect matter would be the on the components introduced into the clean room. Therefore, it was concluded that the most probable source of the foreign matter was the lid or mandrel cards, as these are the components that would have been present on the station at the time of lot packaging. Therefore, as these components are supplied to the manufacture, the probable cause is supplier manufacturing related to the reported event.

Event description:
An insect corpse was noted in the plastic tray of the device after it was opened. The device was not used and there was no patient involvement.